Event description:
The pt experienced increased baseline pain. The pt's pump was interrogated and the logs showed that a pump reset occurred; the pump went into safe state. The pump was reprogrammed and updated with the correct infusion. The eri (elective replacement indicator) showed 68 months. The medication being delivered via the device system was dilaudid. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).